Manufacturer narrative:
The reported event is confirmed as use related. No sample was returned for evaluation. A potential root cause for this failure could be "user forgets or is unaware of need to complete care". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device was not returned for evaluation. The DHR review is not required because the investigation was confirmed - use related. "Recommendations: perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. Peri-care and placement: perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient got a urinary tract infection because they did not clean patient and the patient was using the wick at the same time. It was mentioned that no additional information was provided. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient got urinary tract infection because they did not clean the patient and the patient was using the wick at the same time. It was mentioned that no additional information was provided. It was unknown how long the patient had been using purewick products. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.